Manufacturer narrative:
Based on the claim against the product by the customer noting burn marks on the instrument, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that an instrument used in the same procedure was found with thermal damage. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, a clip applier instrument was found to have a burn mark. The permanent cautery hook instrument used in the most recent procedure is most likely to have caused the burn mark. There was no reported patient impact or harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information regarding the reported event: no arcing was observed in the procedure. The permanent cautery hook is not available for return. There was no tissue damage. There were no unplanned surgical tasks due to arcing. The issue of clip applier instrument was found to have a burn mark did not occur in procedure. The issue was discovered in the sterile processing department. The procedure was completed as planned. The instrument was inspected prior to use with no issues found. There are no photographic images of the devices or a video recording of the procedure available for isi review.